Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image confirms the batch number and product number of the device. The image also reveals a secondary depth tube is with a device. The device has been fully actuated. A visual inspection revealed two devices were returned outside of original packaging. Each of the devices are without anchors or suture. Both of the devices are fully actuated. No visible damage to either device. A functional evaluation revealed both device actuators function as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the ultra fast fix's t2 could not be deployed. T1 was removed. The procedure was completed with a smith and nephew backup device. There was a delay of less than or equal to 30 min. No other complications were reported.